Event description:
The hospital reported that the hst iii system (3.8 mm) was used in accordance with the instructions for use during a cavg surgery. The seal of the device did not fire. As per attached photo, even when the handle was pressed, it wouldn't come out and remained inside. When pulled the lever on the aorta, it got stuck in the delivery device before it was inserted into the aorta. The device malfunctioned and was replaced with a new one. The second device also failed. A third new device was then prepared and used successfully. The surgery was completed without complications, and the patient¿s condition was stable. There was no delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-code 4042 changed to 2183. The device was returned to the factory for evaluation on 03/04/2026. An investigation was conducted on 03/04/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on , which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000484896 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.